Event description:
The facility reported an infusion pump with a failure code 810:11. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
Evaluation summary:the reported condition of failure code 810:11 was confirmed in the event history, however could not be duplicated by the baxter repair technician. The technician performed operational checkout of the ail (air in line) sensor and results were within range. The device was tested by the technician.